Manufacturer narrative:
G4: 25sep2020; b4: 25sep2020. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 16sep2020; b4: 25sep2020. The original submission MFR. Report#: 2031642-2020-02694 no longer meets the criteria for a reportable event due to the finding of a functioning touchscreen. Nav-ring not working does not affect the functionality of the vent. Unit will continue to function and ventilate patient. The touchscreen can be used to make adjustments to the settings. When the navigation ring is not functioning or if cannot be used to enter or change settings while the device is in use (parameters can be adjusted using the touchscreen), the device will continue to function and ventilate the patient, and thus pose no risk for serious patient injury. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06aug2020.

Event description:
It was reported the nav ring was not working when the machine was being serviced for preventative maintenance. There was no patient involvement. The manufacturer's international service technician determined the front bezel must be replaced. The manufacturer's international service technician replaced the front bezel and the issue was resolved.